Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left bundle branch (lbb) lead failed to capture. The lead appeared twisted and deformed after repositioning, and the helix could not be retracted. The lead was not used and replaced during the procedure. The patient was discharged post-procedure.

Manufacturer narrative:
The reported events were ¿electrode became twisted and deformed¿, failure to capture, and helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported events of ¿electrode became twisted and deformed¿ and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.